Event description:
A patient's lawyer reportedly notified the customer that the patient received a burn to her left breast during her mr exam that occurred in 2008. The burn was approximately 3 cm.x 3cm. The patient had sought medical treatment (some time between that day and the following month). No information available as to what medical treatment was provided. On the month after original date, the patient was supposed to have a follow-up visit with her physician, but did not show up for the visit. Ten days later, she was seen by a different doctor and had at least one follow-up visit after that. The burn became infected, and the infection was the reason for additional treatment. The patient was very large and padding was not used. There is no evidence of a system malfunction. The pulse sequence and duration for the exam was as follows: 1-cor loc; 0:14, 2-3pl; 0:36, 3-t1 ax; 2:24, 4-t2 ax; 4:03, 5-stir ax; 4:15, 6-t2 sag; 3:08, 7-t1 sag; 2:38, 8-t2 cor; 2:40, 9-t2 cor; 2:43. The sar values are as follows: 1-.2872, 2-.0247, 3- 1.8226, 4- 1.9814, 5- 1.9020, 6- 1.993, 7- 1.9373, 8- 1.9931, 9- 1.9886.

Manufacturer narrative:
Investigation is ongoing.